Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the laparoscopic j-hook tip was found broken after taken out from the port during the therapeutic laparoscopic appendectomy. The procedure was prolonged for 85 minutes while the patient was under general anesthesia. The procedure was completed with another device. The broken part was found on the floor, not in the patient's body. An unplanned x-ray screening was performed in attempt to locate the broken part/confirm it was removed. The device was inspected before use and appeared normal.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) further investigation. The device was evaluated by olympus, and the hook of the electrode was broken. Also, there were visible signs of wear and mechanical damage to the hook. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the reported issue was likely due to general wear of the device in combination with an external force which caused breakage of the hook of the electrode. This supplemental report includes an update to h3 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.